Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post implant the right atrial (ra) lead had dislodged which was confirmed by the physician and x-ray. The ra lead was re-programmed, and then removed and replaced. No patient complications have been reported as a result of this event.